Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 01:39:53 on (B)(6) 2024. At 02:30:28, an arrhythmia was detected. ECG shows vt from 120-200 bpm with CPR/motion artifact. The rhythm then degrades to vf with varying amplitudes. The device properly detected vt/vf. CPR/motion artifact and varying amplitudes prevented the lifevest from treating the patient. The electrode belt was disconnected at 02:54:25 on (B)(6) 2024.